Event description:
Reporter noted posterior capsule trapped in I/a tip for 10-15 secondsand would not release when footswitch activated. No pt injury, but surgeon felt prolonged entrapment was a hazardous occurrence.